Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the patient was hospitalized due to high blood glucose level at the date (B)(6) 2019. The customer¿s blood glucose was 1000 mg/dl. Customer was treated with intravenous for hyperglycemia. Customer experienced symptoms like dehydration and nausea. The insulin pump will not be returned for analysis.